Event description:
It was reported that needle 25x5/8 rb disconnected. The following information was provided by the initial reporter: it was reported that while drawing medication from vial. Inserted needle into rubber stopper, injected 0.5cc of air and proceeded to withdraw medication from vial into syringe. The needle disconnected from the plastic hub. Needle remained stuck in rubber stopper. Plastic hub still connected to syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-12. H6: investigation summary: it was reported the needle disconnected from the needle hub. To aid in the investigation, one sample was received for evaluation by our quality team. It has no plastic shield and came connected to a 1ml syringe. Additionally, a vial of hepatitis b vaccine came as well. The stopper vial has the needle partially inserted. A visual inspection was performed with a 10x magnifier lens. The needle hub is missing the needle and has no residues of epoxy. The needle has a small amount of epoxy adhered to it. This defect can occur if the nozzle dispensing the epoxy became clogged delivering a limited amount of epoxy. A device history record review was completed for provided material number 305122, lot number 0281746. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The cannulator and nozzle were inspected finding them acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25x5/8 rb disconnected. The following information was provided by the initial reporter: it was reported that while drawing medication from vial. Inserted needle into rubber stopper, injected 0.5cc of air and proceeded to withdraw medication from vial into syringe. The needle disconnected from the plastic hub. Needle remained stuck in rubber stopper. Plastic hub still connected to syringe.